Manufacturer narrative:
No conclusion code available; the reported field event of an inductive telemetry issue was confirmed in the laboratory. The device was tested on the bench and high impedance was observed. Noise was briefly observed on all three sensing channels, but the failure mode was lost and could not be reproduced. Hybrid manufacturing records were reviewed and rework was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high amplitude and high frequency noise was noted on programmer egm but nothing was displayed on the marker channel. The surface EKG showed that the patient was in normal sinus rhythm. Device was explanted and replaced. Patient was doing well post-procedure.